Event description:
(B)(4). Since I have had essure implanted early 2010, I have had various medical problems that have worsened over the last few years. In the beginning I had severe abdominal cramping and have continued to experience pelvic pain over the years. I have had chronic fatigue and over the last few years I have had vitamin d deficiency. I have been having allergic-type reactions for the last 4/5 years. I have been tested for allergies again and again, but everything comes out negative as if I am not allergic to anything. However, my body keeps acting like it's fighting an allergy - hives, rashes, watery eyes and; nose up to severe allergies like numbness and throat feeling like it is closing up. I have had 3 doctors think that I have an autoimmune disorder, and I am currently awaiting to see a rheumatologist regarding this. I am have experienced numbness in my hands and arms that has disrupted my normal lifestyle in a major way. I have gone to physical therapy, neurology testing and have been on medication for it. I have experienced very red and dry eyes and have been being treated by my optometrist for this for over a year. I break out when costume jewelry with nickel touches my skin, so it would be no surprise that my entire body acting like it's fighting off something is happening. I have had multiple skin problems - dryness, dermatitis, lesions. I experience heavy sweating out of nowhere. I was a healthy person without any health problems or on any medication besides claritin before I had essure implanted.